Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Review of manufacturing history revealed no evidence of product nonconformance. Examination of the femoral stem and taper adapter revealed they were still fused, with evidence of a yellow residue present at the interface. This supports the fact that fretting or galling process may have occurred, which would cause difficulty separating the components. The most likely root cause of the damage to the stem and taper is friction from third body debris. There are warnings in the package insert about these types of events. Under possible adverse effects, number 10 states, "fretting and crevice corrosion can occur at interfaces between components."

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device info - lot and expiration date ni. Manufacture date ¿ ni. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2016-00641 / 00643). Requested, but not yet received.

Event description:
During the procedure, the taper adapter could not be easily removed from the stem. This resulted in a delay of approximately two hours. As a result, the surgeon removed the taper adapter and the stem.